Event description:
The device was used during a lobectomy procedure. Reportedly, the staples were not present in the cartridge. The surgeon manually sutured to complete the procedure. No pt injury was reported.